Event description:
During follow-up, the device was found in back-up mode following a power-on reset (por). Abbott technical support was contacted to recommend reprogramming. Reprogramming was performed and noise, low pacing impedance, and low defibrillation impedance were observed on the device. The cause of the por could not be conclusively determined and the device could not be interrogated. The device was explanted and replaced to resolve the event. The patient was stable following the procedure and there were no adverse consequences.

Manufacturer narrative:
The reported event of a pacing, low impedance, noise, and backup operation anomalies were confirmed. The reported event of interrogation anomaly could not be confirmed. The device was in backup mode upon receipt. After the device was restored from backup mode, the device was unable to sense properly on the bench due to presence of noise across all channels. Analysis of the device image showed that the backup vvi was caused by a power-on reset (por). Noise and oversensing was also seen in the device image. Manufacturing analysis determined the cause of the noise and sensing anomaly to be due to an integrated circuit anomaly.